Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported that a patient presented with an uncomfortable feeling in both eyes approximately three days post lasik. The patient was noted to have dry eyes. The patient was seen in follow up and symptoms have resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye. Additional information received states that the patient is on a topical steroid eye drop, a topical tear gel, and a topical tear drop in both eyes.